Event description:
Revision surgery - the patient complained of pain, instability, and discomfort. The patient had a dislocated prosthesis, cup and liner from the glenosphere.

Manufacturer narrative:
The reason for the revision surgery was due to the patient complaining of pain and instability after 1.5 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 79th complaint for this part number: 43 due to dislocation, one due to a fit issue, two due to pain, seven due to infection, seven due to trauma, 12 for stability/poor joint, four due to dissociation, and three were undetermined. The root cause for the pain, instability and discomfort was a dislocation. Several factors not related to the implant can play a role in dislocation such as; loose joint from soft tissue and patient activity.